Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd unit and circuit board.

Event description:
Olympus service operation repair center (sorc) was informed from the user that in unspecified timing a scope communication error e226 appeared on the monitor. The device was returned to sorc. Sorc checked the device and found that the reported phenomenon could not duplicated. Other detailed information was not provided. There was no report of patient injury associated with the event.